Event description:
It was reported that a lesion at 90% stenosis and calcification at the basilar artery (ba) was pre-dilated by balloon angioplasty, then the subject stent was delivered to the lesion; however, resistance was encountered when trying to deploy the subject stent. After several failed attempts, the physician withdrew the stent from the patient¿s anatomy. The physician noticed that the stent prematurely deployed. Another stent was used to complete the procedure successfully. There were no clinical consequences reported to the patient due to this event.

Manufacturer narrative:
The electronic device history record (edhr) review confirms that the device met all material, assembly and performance specifications. During visual inspection, the distal 20 cm section of the catheter had 2 flattened sections. The subject stent was not returned for evaluation. During functional testing, the catheter was flushed without difficulty, the stabilizer moved freely within the catheter. In case of this complaint, the additional information provided indicates that there were 90% stenosis and calcification at the lesion and the anatomy was tortuous. It is probable that the anatomical factors present during the clinical procedure caused the reported event and the damage noted to the device. An assignable cause of procedural factors was assigned to the as reported issue stent deployed prematurely during use, as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the direction for use (dfu), but due to procedural and/or anatomical factors during use, the product performance was limited. Expiration date: added, manufacturing date: added, device evaluated by mfg: updated, summary attached: updated.

Event description:
It was reported that a lesion at 90% stenosis and calcification at the basilar artery (ba) was pre-dilated by balloon angioplasty, then the subject stent was delivered to the lesion; however, resistance was encountered when trying to deploy the subject stent. After several failed attempts, the physician withdrew the stent from the patient¿s anatomy. The physician noticed that the stent prematurely deployed. Another stent was used to complete the procedure successfully. There were no clinical consequences reported to the patient due to this event.